Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the medications were not loaded. A technical support specialist stated that the issue was resolved by customer. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system medications did not load, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.